Event description:
International customer reported that the device filled with air upon initial activation. The device was disconnected and exchanged with another device. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submited as two separate devices were used. See 2210968-2007-00438 for the other medwatch. The same patient is represented in each medwatch.